Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter serial number (B)(4) result, and a laboratory result using an unknown method. The customer meter result was 4.9 inr and the laboratory result was 3.4 inr. The time gap between results was about an hour. There was no therapeutic range provided. There was no allegation that an adverse event occurred. The customer's material has been requested for return.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16. For these test strips a product problem has been found if the coaguchek value > 4,5 inr. Since this is a known issue, the customer material is not requested for further investigation. Corresponding retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred. In relation to qn-cps-2018-111 and sb-cps-2018-014, coaguchek values are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.